Manufacturer narrative:
(B)(4). Additional information: was cholangiogram done? No. Did scissored clip cut structure? The scissored clip did not cut the duct. Did bleeding occur when structure was cut? N/a. If bleeding, please quantify amount of bleeding that occurred. N/a. How was cut structure repaired? Additional clips were placed on the duct. Was scissored clip retrieved? No the clip was not retrieved. Was clip fired on or near another clip? The clip was not fired on or near another clip. Any torquing or twisting of device? Not sure of any torquing or twisting of device. Any resistance felt? Not sure of any resistance. The analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. A bag with two malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device on the cystic duct and noticed that the clip was scissored. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was cholangiogram done? No. Did scissored clip cut structure? The scissored clip did not cut the duct. Did bleeding occur when structure was cut? N/a. If bleeding, please quantify amount of bleeding that occurred. N/a. How was cut structure repaired? Additional clips were placed on the duct. Was scissored clip retrieved? No the clip was not retrieved. Was clip fired on or near another clip? The clip was not fired on or near another clip. Any torquing or twisting of device? Not sure of any torquing or twisting of device. Any resistance felt? Not sure of any resistance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device on the cystic duct and noticed that the clip was scissored. There were no patient consequences. Case completed with another device of the same product code.